Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg was repositioned to address the issue. Prior to the surgery, the ipg was placed in the surgery mode. Post-operatively the ipg was not connecting to the external devices. Troubleshooting was attempted by the field representative and the ipg successfully repaired, and therapy was restored.

Manufacturer narrative:
Date of event is estimated.